Event description:
The manufacturer received information alleging a patient expired on a ventilator. The ventilator is currently in the possession of the police. A follow-up report will be filed when the manufacturer's investigation is complete.